Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold reciprocating file medium 25mm file broke during use. The broken part could not be retrieved and was incorporated into the fill. No injury.

Manufacturer narrative:
Investigation results: DHR: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Return: returned 1x loose file in autoclaved bag which is broken 11mm from the handle. Checked under microscope and found no manufacturing marks or defects. No unopened product was returned therefore no further testing can be performed. Engineering reviewed the broken file and determined there was no evidence of a material failure or processing error.